Event description:
It was reported that during a procedure of the heavily tortuous, mildly calcified mid circumflex artery, multiple attempts were made with the xience v rx stent delivery system (sds) but it could not cross the lesion. The patient was treated successfully with a 2.25 x 8 mm xience v device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed the stent implant was dislodged from the balloon and was not returned. The balloon was tightly folded.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: field xt, guide cath: bl3.5. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Product analysis noted the stent was dislodged; however, additional information from the account regarding when/how this occurred could not be determined, although it was thought that the stent implant was on the device when removed from the anatomy. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.